Manufacturer narrative:
Additional information: cec adjudicated the event as cardiac death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by unstable angina. During index procedure, two resolute onyx drug-eluting stents were implanted in the lcma. Approximately 15 months post procedure, patient sudden death was reported. Cause of death is unknown. Investigator and sponsor assessed event is not related to device or anti-platelet.